Event description:
A malfunction alarm was reported, identified as malf 9, and it was clarified that no significant events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the issue did not recur afterward. Despite this, the customer experienced the same malfunction multiple times previously, prompting technical support to decide on replacing the pump. The customer understood the need to return the faulty pump using a prepaid label within 10 days and was advised continuing using the current pump in the meantime.